Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the lights on the motor drive unit were blinking. The handpiece was bucking and then the hand piece stopped rotating. The procedure was successfully completed with a second hand piece, with no adverse patient consequences.

Manufacturer narrative:
Conclusion code- the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.